Event description:
This event was also reported under manufacturer report #3004209178-2023-14926 [information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal unknown drug via an implantable pump for unknown indications for use. It was reported that on 2023-08-11 the patient underwent a full system replacement, to remove the remaining catheter and put in a whole new system. It was noted that the pump had been dry. Once opening, it was found that the whole catheter was intact. It was further reported that with all the unknowns, the hcp proceeded to replace the pump and catheter to ensure that the patient had a fully working system again with no issues. It was unknown if any environmental/external/patient factors had led or contributed to the issue and if any troubleshooting/diagnostics took place. Interventions taken included a full system replacement. The issue was resolved and the patient's status was "alive-no injury". The patient's weight and medical history was asked but unknown.]. Any additional information received will be reported under this manufacturer report number (#3004209178-2023-14916) additional information was received from a company representative (rep) on 2023-sep-05 indicated the patient had some other neurological issue that hospitalized her and the on call physician thought it was the pump. During this hospitalization, she was told her pump was malfunctioning and she missed her standard refill.

Manufacturer narrative:
Device code: a1407 is also applicable to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID 8780; serial# (B)(6); implanted: (B)(6) 2020; explanted: (B)(6) 2023. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 22-jul-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal unknown drug via an implantable pump for unknown indications for use. It was reported that the rep was told by the patient's current pain management physician that she was hospitalized a few weeks before and had part of her catheter removed due to a granu loma. It was reported that on (B)(6) 2023 the patient underwent a full system replacement, and once opening, it was found that the whole catheter was intact. It was unknown if any environmental/external/patient factors had led or contributed to the issue and if any troubleshooting/diagnostics took place. Interventions taken included a full system replacement. The issue was resolved and the patient's status was "alive-no injury". The patient's weight and medical history was asked but unknown.